Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and there was foreign material on the usable length of the catheter. It was reported that after mapping the right atrium, the physician obtained transseptal access with the vizigo sheath and inserted the octaray, perseid, 48p, 2-2-2-2-2, d-curve. It was then noted on ice imaging that there was "filamentous material flapping around" in the left atrium. The vizigo and octaray, perseid, 48p, 2-2-2-2-2, d-curve were withdrawn from the patient and the "filamentous material" was noted to be attached to the tip of the octaray, perseid, 48p, 2-2-2-2-2, d-curve. The procedure was continued. The filamentous material was detached from the catheter and is available for return in a separate container. Additional information was received. The foreign material seemed to be clear in nature, very thin, and approximately 3-4cm in length. There was no patient consequence. The event was assessed as MDR reportable for foreign material on the usable length of the catheter.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 23-feb-2023, the product investigation was reopened to clarify/correct the investigation findings which resulted adding the following: this product issue will be addressed through bwi's quality system. In addition corrected: h6. Investigation findings from inappropriate material (c0602) to environment problem identified (c15). Therefore, corrected explanation of codes: -investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) / component code: appropriate term/code not available (g07002) were selected as related to the customer¿s reported ¿foreign material¿ issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, electrode h2 was lifted. No polyurethane (pu) was observed at the margins of the ring. The returned condition was assessed as MDR reportable for an electrode damage issue. The awareness date for this reportable lab finding was (B)(6) 2023. The investigation was completed on 18-jan-2023. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and there was foreign material on the usable length of the catheter. According to the pictures provided by the customer, a filamentous material was observed during the procedure. It could belong to the vizigo sheath. However, this cannot be determined based on the current evidence. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection of the device was performed following bwi procedures. Visual analysis revealed that the electrode h2 was lifted. No polyurethane (pu) was observed at the margins of the ring. A fourier transform infrared spectroscopy test (ftir) was performed; the results of ft-ir revealed that foreign white material received with the catheter showed the absorption bands for polytetrafluoroethylene (ptfe) - based material. However, the source of origin remains unknown. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22)/ investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: appropriate term/code not available (g07002) were selected as related to the customer¿s reported ¿foreign material¿ issue. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrode damaged¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).